Event description:
The account alleged the CPR will not work on this bed, but the head down button will take the head section down.

Manufacturer narrative:
Technical support instructed the account to inspect the CPR linkage which was ok, and then replace the CPR valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.